Event description:
Boston scientific crm received information that this recently-implanted guidant implantable cardioverter defibrillator (ICD) was associated with observed noise and an out of range impedance measurement alert on a competitor's right ventricular lead and coil. A boston scientific crm field representative reported noise was seen on both the rv rate/sense and shock electrograms (egms), and the pacing impedance measurement also had declined from approximately 600 ohms to 300 ohms over the past year. A boston scientific crm technical services consultant (ts) discussed possible connection and lead fracture situations, and that a fracture was likely because reversed leads would not generate noise on the shock channel from the dedicated bi-polar competitor's lead.

Manufacturer narrative:
The representative discussed the information with the patient's physician; subsequently, the competitor's leads were explanted and replaced with a guidant rv lead. The out of service form noted inappropriate shocks, decreased sensing and increased capture thresholds in addition to the previously-reported out of range shock impedance and lead noise. Because the possibility of a connection anomaly cannot be conclusively refuted without the analysis results of the explanted competitor's lead, this device and event will be reported by boston scientific crm. This event will be reopened and updated if additional information is received. The device was explanted for normal battery depletion 44.1 months after the original report, with no subsequent issues and no adverse patient effects reported. This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of recorded data from device operations showed the device did not reach elective replacement indicator status while implanted. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.